Event description:
Later healthcare professional reported left side "rupture". Afterwards healthcare professional reported "inner silicone touch the patient".

Manufacturer narrative:
DHR trend summary: the review of historical complaints on the complaint management handling system identified that there were other records for units manufactured on lot number 2542301: - 1241274: infection, inflammation/irritation, capsular contracture, cyst - ndr, lymphadenopathy - ndr, seroma-late. Device returned to device analysis. - 1606367: capsular contracture. Device not returned to device analysis. - 2645570: rupture. Device not returned to device analysis. Even though there was 1 additional complaint of (B)(4) - material rupture for this lot number, the device has not been returned to confirm the event or to detect a potential workmanship. The search criteria of these queries are mentioned on (B)(4). The review of all potential trend evaluations for breast implants closed during the past 12 months indicates that no confirmed complaint trends have been observed for the event a0412 - material rupture. Additional, changed, and/or corrected data: a2, b1, b5, d6b, h6.

Event description:
Healthcare professional reported left side capsular contracture baker grade IV. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.

Event description:
Healthcare professional reported left side capsular contracture, baker grade IV and rupture. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: capsular contracture: unable to observe as it is not related to the manufacturing process. Rupture: observed an opening assessed as fold flaw opening. As per the investigation procedure creases and non-penetrating nicks were observed. None of the observations are found to be potentially related to the manufacturing process, no further actions are required.